Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon initially popped in the bile duct. However, during the removal of the cathether, the entire catheter that houses the balloon area came off. Reportedly, the detached portion of the catheter was unable to be retrieved after multiple attempts using forceps, snare, graspers, balloons, extractor balloons and baskets, eventually the detached portion was left in the patient. The patient was closely monitored after the placement of biliary plastic stent. According to the original reporter there is no additional information available.